Event description:
The complainant provided an episcreen oral fluid sample during a life insurance exam. Complainant started to experience stomach cramps approximately 15 minutes after the collection procedure. The complainant called to inquire about the ingredients of the device's collection pad and if they could interact with antibiotics.